Event description:
My orthopedic doctor recommended a new dynamic stabilization system for lower back pain. After the surgery, given recovery time, and following the doctor's orders I have experienced long-term detrimental pain that has been worse than before the surgery. I have read a press release dated (B)(6) 2009, requiring the manufacturer to conduct a post marketing study on pts with their device. To this day no one has contacted me so I would bet that the study was biased and falsified. I have been unable to live without pain for the last five years since the surgery and believe that this product should be pulled from the market immediately. The only hope that I have or a normal life again is that an doctor would agree to remove the device. I have talked to 2 surgeons who say that they would not do so unless it is removed from the market place. I urge you to please pull this device which has crippled me. There are many more options out there such as stem cell injections which I have researched thoroughly and look extremely promising. Five years of chiropractic, massage therapy, pills, and pain medications trying to solve the pain issues from this device.